Event description:
The customer reported that when the system boot up, five arrows displayed at the control panel on the c-arm mainframe, also the fluoro xray stopped.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reviewed connections of all connectors, all pcbs, and voltage of dc power supply 5v dc lines, but he found no problem. He informed the customer that if the trouble occurred again, to change the most doubtful parts.